Event description:
Patient died two months after implant. A letter from the physician states that family called to tell him he had many health problems and continued to smoke after implant. Patient was buried with device.